Event description:
This case was reported by a lawyer and described the occurrence of sensorimotor polyneuropathy in a female pt who used super poligrip as a denture adhesive. Concurrent medical conditions included cervical radiculopathy and fibromyalgia. On an unk date, the pt used super poligrip at unk dosing. At an unk time, after using super poligrip, the pt experienced sensorimotor polyneuropathy and neuropathy. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. Info was received on (B)(6) 2011 via medical records. On (B)(6) 2005, radiology studies of the lumbar spine showed l2/l3 and l3/l4 left lateral disc protrusions and mild l4/l5 spinal stenosis due primarily to facet joint overgrowth/degenerative changes. On (B)(6) 2007, the pt was evaluated by neurology for cervical radiculopathy. The pt complained of right arm pain and tingling in the fingers of both hands. The pt had about a one year history of pain in the right arm and pain in the neck and a six month history of tingling in her fingers and toes. On (B)(6) 2010, the pt was seen in consultation for burning pain in feet, numbness, and tingling. Impression included nondiabetic neuropathy of lower extremities times two years and ataxic gait with some other scattered mild findings of cerebella dysfunction. On (B)(6) 2010, impression included peripheral neuropathy, especially involving the lower extremities, which appeared to be in conjunction with some sort of an ataxia and her extremities of bilateral polyneuropathy of the lower extremities. On (B)(6) 2010, the pt had electrodiagnostic studies that showed evidence for an axonal sensorimotor polyneuropathy.

Manufacturer narrative:
Super poligrip is mfg in (B)(4) and neither the product nor lot number for this product was available. (B)(4).